Event description:
A user facility reported to olympus that foreign material was exiting from the air/water nozzle and the nozzle was "clogged," a crease on the insertion tube was noted and the component parts of the distal end fell off. This report is submitted due to the foreign material exiting from the air/water nozzle. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - during the evaluation foreign material was observed inside the air/water nozzle. It was not possible to determine when the foreign material became lodged in the nozzle. Due to the presence of foreign material lodged in the nozzle, it was determined the scope was insufficiently or incorrectly reprocessed (scope used for next procedure). Additional evaluation findings are as follows: 1.) Nozzle noted slightly deformed; 2.) The pin at the nozzle was missing; 3.) The objective lens was noted scratched; 4.) The light guide lens was noted scratched; 5.) Insertion section noted wrinkled slightly. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the breakage of watertight packing / silicone adhesive / silicone parts of peripheral devices, causing the air/water nozzle to be clogged. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" the user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.